Manufacturer narrative:
One used sample was received for evaluation. Visual and functional testing were unable to verify or duplicate the reported leakage problem. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the drug leaked. This occurred during use in (B)(6) 2025. There was patient involvement and no reported patient harm/adverse event.